Event description:
It was reported the guidewire was found to be defective¿bent and unable to be removed from the probe, rendering it unusable. No other information was provided. 02/25/2026: it was found during an investigation a segment of the outer coil wire appeared stretched out near the distal end of the guidewire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire was confirmed but the root cause could not be determined. Two photographs were returned for evaluation. One photograph was of a product label and the other was a photograph of a guidewire. Inspection of the photographs found that the distal end of the guidewire was bent in two locations. Additionally, a segment of the outer coil wire appeared stretched out near the distal end of the guidewire, suggesting that the guidewire encountered resistance when being retracted. No other features of the bends could be discerned and no other remarkable features were observed throughout the photograph. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.